Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. After the alarm, the customer would resume insulin delivery. The customer's blood glucose (bg) level was between 180-250 mg/dl. Insulin injections or a correction bolus was used to address the bg level. The customer reverted to using another pump to manage diabetes and declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusions.